Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a remstar device's sound abatement foam. The patient has alleged asthma (new or worsening) and chronic obstructive pulmonary disease. No medical intervention was specified by the patient. The device was returned to the manufacturer's quality product investigation laboratory for investigation. During the investigation pil observed the air inlet filter and control knob were missing. What seemed to be a dried liquid spot was observed on the ui panel, on the bower housing, and on the bottom of and inside the blower motor. Pil observed the cap on component ls1 was snapped off. A dark brownish dust-like contamination was observed inside the blower motor. Pil observed 2 of the anti-slip pads were damaged. Dust-like contamination was observed on the top enclosure/ui panel, on the right panel, in the air inlet, on the blower cap, on and in the blower motor, on the blower housing, sound abatement foam and walls of the bottom enclosure. Potential degraded sound abatement foam was observed on the bottom of the blower housing and in the bottom enclosure. Pil confirmed the presence of degraded sound abatement foam. In box d: device available for eval? And date returned to mfg has been updated. In box h: device eval. By mfg?, problem code grid, evaluation method code grid, evaluation results code grid, component code grid, conclusion code grid has been updated.

Manufacturer narrative:
H3 other text: not returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient alleged asthma (new or worsening) and chronic obstructive pulmonary disease. Medical intervention was not specified by the patient. Due to potential litigation surrounding this case, no follow up can be performed at this time. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.